Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 4, a failure occurred upon insertion in type iii bone. The site was grafted. Clinician reports a buccal bony defect and dehiscence. There were no reported complications.

Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 4, a failure occurred upon insertion in type iii bone. The site was grafted. Clinician reports a buccal bony defect and dehiscence. There were no reported complications. (B)(4).